Event description:
The customer reported that during an rf ablation procedure of an osteoid osteoma, the patient developed a small but full thickness area of soft tissue necrosis over the anteromedial aspect of her calf at the site of the needle placement. This necessitated hospital inpatient treatment for a complicating cellulitis and the patient has a vacuum drain insitu. A skin graft may be required at some stage in the future. The incident device was discarded and is not available for evaluation. The doctor does not believe there was any technical fault with the needle.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for evaluation. The site is not alleging any device fault. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.